Event description:
(B)(6) 2023: eus-gbd, perforating from between duodenal bulb/stomach. (B)(6) 2023: a free air was found under CT, following up. (B)(6) 2023: the free air was found increasing under CT.(B)(6) 2023: crp value did not decrease, and the status of free air was still the same.the physician suspects a pin hole on the stent cover from the beginning, considering the increase of free air. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that 1 day after stent placement, free air was found and increased.it was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Inspection of hole on the stent cover is performed by taewoong medical during stent coating process and half-finished product inspection process. Based on the description "free air was found under CT" and "free air was found increasing under CT", there is a possibility a small hole in the stent cover occurred during procedure or removal of the delivery system causing free-air, and the cover hole got larger after placement due to pressure of patient's lesion, foreign substance such as body fluid, etc. Complexly, causing increase in free-air. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that "potential complications associated with the use of eus-bd system may include, but are not limited to: stent breakage or damage". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.